Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the CPR, when pulled, will not release the latch on the head drive.